Event description:
It was reported that the controller was exchanged due to the audio alarm not be as loud as normal.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the system controller¿s audio alarm not being as loud as it should was not confirmed. There were no notable alarms pertaining to the audio being soft in the log file. The system controller, serial number (B)(6) , returned for analysis. The controller was functionally tested and found to operate as intended during analysis. No atypical alarms were produced during testing. The controller was able to support pump function for extended period of time. The speakers were visually inspected, and no debris was observed. The speakers on the controller were individually tested with a sound meter, while a self-test was performed on the controller, and were above the minimum decibel level per design. A root cause for the reported event was not conclusively determined through this analysis. Device history records was reviewed and showed no deviations from manufacturing or qa specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 instructions for use section 8-¿equipment storage and care¿ and heartmate 3 patient handbook section 6-¿caring for the equipment¿ explain how to properly take care and maintain the integrity of the system controller. Heartmate 3 instructions for use section b-¿technical specifications¿ explains that the correct audio level specification for controller advisory and hazard alarms is:85 db. No further information was provided. The manufacturer is closing the file on this event.